Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead.

Event description:
The patient experienced pain, a loss of stimulation, loss of therapeutic effect, undesirable abdominal stimulation and stimulation in the wrong location. The stimulation was no longer effective in the inferior limbs. The physician tried to reprogram many times without success. The therapy was suspended and x-rays were performed. The x-rays confirmed that the lead migrated. The patient went to the hospital on (B)(6) 2013 and the lead was replaced. The stimulation was now okay and in the right place. The patient was okay.